Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Vessel sealer extend (vse) logs show the instrument was installed on universal surgical manipulator (usm) 4 for a total of 22 times. Logs revealed two errors indicating the vse failed during homing on usm4, one indicating the installed vse failed to engage on usm4 and two errors indicating the generator energy was halted by an instrument or instrument cable. The instrument was used for approximately 210 minutes. A review of the image confirmed that tissue was sticking to the vse jaws. It is difficult to avoid all instances of sticking, due to the denaturing of proteins (primarily collagen and elastin) that is required to achieve vessel sealing. Tissue condition, prolonged energy activation (thermal buildup), and microscopic residual char or protein buildup on the jaws (even with regular cleaning) can all contribute to sticking.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, severe stickiness repeatedly occurred between the branches of the vessel sealer extend (vse) instrument. There were reports of extreme tissue adhesion during the sealing process, which had led to increased bleeding when the device was removed from the tissue. This issue occurred despite repeated cleaning of the vse instrument. The procedure was completed. No fragment fell into the patient. The issue caused a delay of 15 to 30 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: adipose and connective tissue was adhered to the instrument. The tissue was released by wiping the instrument and then cleaning it with water. No tissue was removed due to this event. There was no blood loss due to this complication. The intervention performed to control/resolve the bleeding was to clean the instrument and then repeat the coagulation using a clean vessel sealer. No blood transfusions were administered due to this event. The vessel sealer instrument worked with symptoms beginning a few minutes after use. There was no impact on the patient and no concern about this event causing any long-term complications with the patient. The patient did not experience any post-operative complications. The current patient status was reported as perfect.